Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007786, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 14/oct/2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6007786" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007786 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 22-jun-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to bent needle and delaminated tape, extended inspection was found within specification therefore, the review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. Conclusion summary of complaint investigation: as a result of the following: no physical samples, extended inspection was created due to bent needle and delaminated tape, no trend identified for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set trusteel bent needle event on (B)(6) 2025. No further information available.